Manufacturer narrative:
Documented newly received information on sept-5-2025 in section b, and deemed this importer MDR is necessary. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the cystoscope sheath broke during a procedure. The sheath was inspected following the karl storz IFU before use for any dings, dents, damage and cleanliness. An obturator was also used to test if it could be inserted into the sheath smoothly. It was confirmed there was no damage prior to sterilization. No additional information was provided. On september 5, 2025, the company was made aware of a lawsuit filed in the (B)(6). The legal complaint alleges count one for violation of the (B)(6) products liability act and count two for loss of consortium. The complaint alleges that plaintiff underwent a surgical operation at (B)(6) in which a karl storz "22 french" cystoscope sheath allegedly "fractured, causing the tip to detach." The complaint alleges that the "tip of the sheath was lodged and had to be removed through an invasive incision, causing serious personal injuries." The company denies all allegations and denies liability.